Event description:
It was reported that the patient presented to the clinic experiencing dizziness. The right ventricular lead exhibited a capture anomaly, high thresholds, noise and was fractured. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the connector end of the lead was returned. Electrical tests that could be performed didn't find any discontinuities or short on conduction paths.